Event description:
It was reported that the implantable cardioverter defibrillator exhibited high pacing impedance on all the leads. The implantable cardioverter defibrillator was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported field event of capture anomaly and high impedance measurements was confirmed by analysis. The device was tested on the bench and using automated testing equipment which revealed an anomalous integrated circuit in the hybrid, causing the impedance measurements of the atrial and ventricular channels to be anomalous and greater than the manufacturer specifications. The anomalous integrated circuit was found to be the cause of the reported event.